Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. This MDR was submitted on (B)(4) 2010; however, due to a failure to receive (B)(4), this MDR is being resubmitted on (B)(4) 2010.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. In (B)(6) 2010, the patient experienced a culture positive peritonitis, reported as bacterial peritonitis. It was not reported whether the patient was hospitalized or received any remedial treatment. The outcome of the peritonitis and the action taken with extraneal, physioneal, and nutrineal were not reported. The reporter did not provide an assessment of causality.